Manufacturer narrative:
Female patient presents with pie and pih on her abdomen almost 8 months post morpheus8 treatment. Investigation is ongoing.

Event description:
Pie and pih on abdomen 8 months post morpheus8 treatment.

Manufacturer narrative:
Female patient presents with pie and pih on her abdomen almost 8 months post morpheus8 treatment. Investigation is ongoing. (B)(6) 2024: follow up report is submitted with investigation conclusions. The device was not inspected as the clinic confirmed they have been using the device without any issues and this is an isolated incident. The investigation concluded that the prolonged pie/pih were a result of delayed healing due to several factors. First, the initial inflammatory response could have been triggered by application of a numbing cream with high percentage of anesthetics and patient's individual hypersensitivity. The healing in general is usually delayed in such peripheral areas, especially with increased skin laxity such as of this patient, since such skin has poorer circulatory efficiency. However, the healing was perturbed further by multiple additional procedures done by the provider after morpheus8 treatment: application of a cream containing multiple active substances interfering with the healing process, ipl treatment, and three fractional thulium laser treatments. All this contributed to inflammation, interfered with the normal healing process and led to the observed pie/pih.

Event description:
Pie and pih on abdomen 8 months post morpheus8 treatment.